Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, we had a problem with the cvc cat# EU-15854-en. Insertion of the central venous catheter into the left femoral vein. When attempting to remove the guidewire, it proved difficult to extract. The guidewire broke apart during removal and remained in the patient's body. An incision was made to retrieve the guidewire remaining in the patient's vein. Subsequently, a central venous catheter was inserted into the right subclavian vein without complications." The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4). The customer returned one guidewire and one 4- lumen 8.5fr x 20 cm catheter for evaluation. Signs of use were observed on the returned guide wire and the catheter. The guide wire was found unraveled and separated at the distal j-band; the separated distal weld segment of the coil wire was not returned with the kit. Visual examination revealed unraveling of the guidewire spring coil from the distal j-band, extending toward the center of the body. The proximal weld was intact and appeared full and spherical; abrasive markings were observed on the surface of the proximal weld dome. The returned catheter showed evidence of use but no obvious defects or anomalies. Microscopic examination further confirmed the unraveling of the spring coil and identified that no weld was present at the point of separation. The core wire measured 596 mm in length, which is within the specification limits of 594mm-606 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.79 mm, which is within the specification limits of 0.78 mm-0.81 mm per guide wire product drawing. The catheter length measured 220 mm, which is within the specification limits of 207mm-227mm per catheter product drawing. The outer diameter of the catheter body measured 2.94 mm, which is within the specification limits of 2.87mm-2.97 mm per catheter extrusion product drawing. The inner diameter of the catheter tip measured 0.9906mm, which is also within the specification limits of 0.95mm - 1.02mm per the catheter product drawing. Functional inspection of the guide wire could not be performed for this investigation due to the severity of the separation and unraveling. A lab inventory guidewire 0.78mm diameter, was inserted through the returned catheter per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." No resistance was encountered, and the catheter functioned as intended. A manual tug test confirmed that the proximal was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guide wire unraveled and separated was confirmed through an examination of the returned sample. The guide wire was found unraveled and separated at distal j-band, the separated distal weld segment of the coil wire was not returned with the kit. The guidewire and catheter met all dimensional requirements during investigation testing; however, a complete analysis on the nature of the damage could not be performed as the separated portion (distal weld) of the guide wire was not returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. The appearance of the damage to the guide wire appears consistent with undue force applied during insertion/removal; however , based on the condition of the returned sample and the missing distal weld segment, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2026, we had a problem with the cvc cat# EU-15854-en. Insertion of the central venous catheter into the left femoral vein. When attempting to remove the guidewire, it proved difficult to extract. The guidewire broke apart during removal and remained in the patient's body. An incision was made to retrieve the guidewire remaining in the patient's vein. Subsequently, a central venous catheter was inserted into the right subclavian vein without complications." The patient's current condition is reported as "stable".